Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000430. This report is related to (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a screening colonoscopy, when angulating the scope, it would lock. The physician was thus unable to disengage during removal of a polyp, causing the colon to tear/perforate. Due to the perforation, the patient had to have a right hemicolectomy. The physician stated that the colon was not insufflating during the procedure, and it was unclear if the insufflator malfunctioned or if there was a problem with the scope, or if it was something else. Additional information has been requested multiple times but not received.

Manufacturer narrative:
This report is being supplemented to provide information inadvertently left out (b5, h3, lm investigation, and device evaluation). The device was evaluated by olympus, and the reported malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no defect was observed. Therefore, the root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was diagnostic colonoscopy. There was no delay in the procedure and the procedure was completed with the same device. Additionally, the right hemicolectomy was not previously planned.